Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2012, and a revision procedure on (B)(6) 2013 due to loosening and patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Review of invoice history indicates the acetabular cup, modular head and taper insert were removed and replaced during the (B)(6) 2013 procedure. Review of invoice history further indicates a procedure on (B)(6) 2011, indicative of total right hip arthroplasty for this patient. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided in revision operative notes indicates that the revision was due to a loose acetabular component. Revision operative notes further indicates the presence of clear fluid and no evidence of an infection. The femoral stem was noted to be solid and stable.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2012, and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Review of invoice history indicates the acetabular cup, modular head and taper insert were removed and replaced during the (B)(6) 2013 procedure. Review of invoice history further indicates a procedure (B)(6) 2011, indicative of total right hip arthroplasty for this patient. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states ¿elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03135 / 03137, 03139 / 03140).